Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline communication fault alarm occurred. The alarm was reseated with the heartmate system monitor. The alarm came back three times. The alarm was not cleared, totally. The heartmate 3 system controller and the modular cable were exchanged. The patient had 2.0 low flow software installed on a previous visit. Due to the exchange, the site added the 2.0 software upload to the new controller. The event log for the patient contained alarms associated with the equipment swap. Following these initial alarms, the pump appeared to be operating within normal parameters with no unusual alarms. After the controller exchange, the driveline communication fault and backup battery fault alarms returned. The backup battery faults were noted to have started on (B)(6) 2024 at 09:20 am. Related MFR #2916596-2023-08232 onset of low software upgrade

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The reported event of driveline communication fault alarms was also confirmed; however, the root cause of the alarm was determined to be related to the modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The log files from the exchanged controller collectively contained approximately 2 days of relevant information (22:32:25 (B)(6) 2024 to 13:57:50 (B)(6) 2024 per time stamps). At 9:02:53 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was measured to be slightly greater than the designed threshold. The backup battery fault alarm did not impact the controller¿s ability to operate the pump at the intended speed. The backup battery fault alarm stayed active until the controller was exchanged and shut down. Additional log files were also submitted from the patient¿s new controller, and no abnormal events were observed. The returned heartmate 3 system controller was functionally tested alongside known working test equipment, and was found to perform as intended. Throughout testing, the backup battery passed multiple load tests and the controller passed multiple self-tests. The root cause of the reported backup battery fault alarm was determined to be the backup battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was noted that the controller originally shipped with backup battery su216128, and the controller returned with backup battery sw291058. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault and backup battery fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged for the constant driveline communication faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.